Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind and motor position encoder error alarms in the alarm history file due to motor encoder signal out of phase. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window.

Event description:
The customer's friend reported via phone call that they received a motor error alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The insulin pump had no issue during rewind. The customer's friend stated that the drive support cap appeared normal. The customer's friend stated that the insulin pump was exposed to high magnetic fields. The customer's friend was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.